Event description:
The abbott vascular returned goods lab received a 3.5x38 rx xience prime stent delivery system with its distal shaft separated including the balloon, 20.8cm distal to the guide wire exit notch. The distal portion of the separation was not returned. No additional information was provided. This is being reported based on the returned product which was received with the distal shaft separated and not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed and the distal portion was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, additional information could not be obtained regarding the location of the separated distal portion of the device; therefore, it is possible that it remains in the patient.

Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.